Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was greater than 500 mg/dl. Customer attempted to resolve elevated blood glucose by drinking water and manual injection. However, the following day customer went to emergency room due to continuous elevated blood glucose of 488 mg/dl. Customer was treated with intravenous insulin and was released 4-5 hours later with blood glucose of 259 mg/dl. Reportedly, customer changed all pump supplies to resolve occlusion alarm.